Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure; when the returned device was tested using olympus model series 180 scopes, an image was not produced. In addition, the evaluation found a worn video connector latch, causing poor connection with the video cables; software version 3.01 installed on the unit and updated to version 4.10. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the printed circuit board was an older version. Based on the results of the investigation, it is likely the printed circuit board was unable to work with the series 180 scopes due to the outdated design. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.